Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive and the cpu were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The field engineer reported that the system would not boot up. There was no report of pt injury or death.